Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and a loss of signals occurred. It was initially reported that the signals of the ECG and the pentaray disappeared during the procedure. They switched off the patient interface unit (piu) and unplugged all the cables at the front. Then they reconnected the pentaray and they lost the signals again. They changed the dongle, the cable and the catheter and it works again. The customer's reported ECG signal loss issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 14-nov-2024, additional information was received indicating that the signal loss occurred on the intracardiac (ic) and the ECG body surface (bs) signals on both the carto 3 system and the bay computer (recording system). Therefore, the surgeon no longer had any way of monitoring the patient's rhythm. By disconnecting the pentaray, the ECG signals reappeared on the bay and the carto 3 system. Issue occurred while the catheter was present in the patient's heart. Based on this new information, the event was reassessed as an MDR reportable malfunction since the surgeon had not way of monitoring the patient¿s heart rhythm.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and a loss of signals occurred. It was initially reported that the signals of the ECG and the pentaray disappeared during the procedure. They switched off the patient interface unit (piu) and unplugged all the cables at the front. Then they reconnected the pentaray and they lost the signals again. They changed the dongle, the cable and the catheter and it works again. On 14-nov-2024, additional information was received indicating that the signal loss occurred on the intracardiac (ic) and the ECG body surface (bs) signals on both the carto 3 system and the bay computer (recording system). Therefore, the surgeon no longer had any way of monitoring the patient's rhythm. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31434868l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).